Event description:
It was reported that the right ventricular (rv) lead impedance decreased and the patient also experience pocket stimulation when pacing in unipolar configuration. It was also reported that the rv lead dis not sense in bipolar configuration and high threshold were noted in bipolar configuration. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pacemaker (B)(6) 2002. (B)(4).